Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the sgc was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the atrial septal defect (asd) requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. There was severe tricuspid regurgitation and a floppy septum. The steerable guide catheter (sgc) was advanced to the mitral valve. Two clips were successfully deployed, reducing the mr to 2. After the sgc was retracted to the right atrium, a right to left shunt was observed which was successfully closed with a closure device. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported atrial perforation in this incident appears to be related to patient morphology/pathology and/or user technique/procedural conditions. The reported patient effect of atrial perforation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.